Manufacturer narrative:
The sample was discarded by the customer and is not available for evaluation. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.

Event description:
The reporter reported a transfer set whose spike was noticed to be cracked at the root. This occurred during patient use. No patient injury or medical intervention was associated with this incident.